Event description:
It was reported that inadvertent deployment occurred. A 7 x 40 x 130 innova was selected for use. During unpacking, the stent was sticking out of the catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed the thumbwheel lock had been removed and the pull grip was extended 2.0 cm from the manufactured position. The flushing luer was not attached nor returned. Microscopic examination revealed the inner liner had a kink 3.8 cm from the tip. A kink was visible at the nosecone. The stent was deployed and returned.

Event description:
It was reported that inadvertent deployment occurred. A 7 x 40 x 130 innova was selected for use. During unpacking, the stent was sticking out of the catheter. The procedure was completed with another of the same device. There were no patient complications.